Event description:
It was reported that when the patient set the programming to group a, the setting ¿did not stick.¿ when the patient checked their therapy an hour later, the programmer showed that program b was selected. During troubleshooting, the patient referred to ¿an arrow¿ that did not appear to indicate the program was active. The patient was assisted with changing programs and it was verified the patient was able to synchronize to program a. It was noted that the patient sounded confused about their programming options. It was stated that the patient was able to have all 4 of their programs working at once. They were reportedly able to have a1, a2, b1, and b2 at the same time. The patient felt stimulation in the vaginal area and it was difficult to know where all the stimulation was felt, because ¿they were all close in proximity.¿ it was noted that the a1 and b1 ¿lead¿ was not active all the time, but the a2 and b2 ¿leads¿ were active all the time. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. Concomitant medical products: product ID 3708220 lot# serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 3093-28, lot# va0bs95, implanted:(B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va0bs95, implanted: (B)(6) 2013, product type: lead. Product ID: 97740 serial# (B)(4), product type: programmer, patient. (B)(4).